Event description:
It was reported that during an unknown procedure, the staples were malformed after firing. The surgeon used hand sewing to complete the procedure. The patient had hepatitis; the sample was discarded. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information was not provided by the affiliate. Information is unavailable; device was not returned for evaluation. The complaint could not be confirmed because no device was returned for analysis. We did not receive a valid batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted.